Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. A cluster assessment found no similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred with five or six tampons used. She is confident she was able to remove the remaining pieces and did not need to seek medical assistance. She also stated she experienced vaginal pain during use and while removing the tampon. However, during the last follow up, she had no more vaginal pain.